Manufacturer narrative:
It was reported that the patient underwent a skin revision (date not reported). Correction : there was no infection as initially reported.

Manufacturer narrative:
This report is submitted on august 22, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain and developed an infection at the implant site and subsequently was administered topical and oral antibiotics (date not reported).